Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and followed up with the patient/layperson on (B) (6) 2010. The patient confirmed the initial information and provided additional information regarding her 1/18/10 complaint. Around (B) (6) 2009 the patient's meter would turn on after she inserted a test strip and then immediately turn off. The patient had never changed the battery and elected to stop attempting to test when an a1c test indicated her blood glucose was "pre-diabetes status." The patient continued taking her morning 2 grams glimepiride tablets. Regarding alleged symptoms of "feeling faint, shaky, cold sweats, and [weak] legs" after discontinuing testing, the patient explained that every afternoon between 1:30 and 3:30 pm, she gets weak and eats bread or something to feel better. The patient denied consuming glucose tablets, stating "I saw them in the pharmacy and thought they would be good to keep in my purse but I never used any." The patient had the same symptoms before the issue began and after. However, she usually did not (nor does not test) after the symptoms began. The alleged power issue was resolved since the patient had never changed the battery nor had one during her call to customer service. The patient alleged no harm. However, because the patient described having symptoms that can be associated with hypoglycemia when unable to test, the complaint is reported. The cca replaced meter, strips, and controls.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.